Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the outer tubing overlay, the lobe was distorted/bent, there was blood in/on the lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that during implant attempt, the physician was not able to place the lead in a good position and access the coronary venous anatomy. This lead was removed. It was further reported that during attempted implant of the second lead, when dye was injected into the coronary sinus, the dye did not dissipate. The lead was removed and no further attempts were made at lead insertion. A transesophageal echocardiogram was completed and confirmed that there was no pericardial effusion. No further patient complications have been reported as a result of this event.